Event description:
It was reported that during a cholecystectomy procedure, the firing trigger could not be grasped at the 6th firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the el5ml device was received in good visual condition, with one malformed clip in the jaws, the clip was removed and analyzed, however, no conclusion could be reached as to how the clip became malformed. The instrument was cycled, fed and formed the remaining clip with manufacturing specifications. The instrument locked out as intended, however, the orange indicator did not show up completely. In addition, three formed clips were received inside a plastic bag. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.